Event description:
Event details: reference: 305236 batch number: 3144609. We are currently investigating the cause of the problem. The product concerned is a liquid medicine contained in an ampoule. It is packaged by us in a blister pack with your canula. The person carrying out the handling noticed a few moments after sampling that the product had a yellowish color. The contents of the ampoule are withdrawn via the canula and a syringe. The latter is unknown to us. Our customer would like more information and wants to be sure that you have not had any problems during production that could have affected the product in this way. He would like the following information: what checks do you carry out on the canula? Is the canula treated? Have you had any deviations in your process that could have had an impact on the quality of the canula?

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: pharmacy devices. Device failure: discoloration / variation in color / cloudy.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up: a device history record review was completed by our quality engineer team for provided material number 305236 and lot number 3144609. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information received.